Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient felt light headed and dizzy. Upon review it was determined the right ventricular (rv) lead exhibited loss of capture, high and undefined impedance, intermittent capture, a fracture and noise inhibiting pacing. It was further reported the patient experienced syncope due to the non-capture of the rv lead and the patient was dependent. A temporary pacing lead was implanted. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.